Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
The kit was opened in preparation for use. The drill bit would not hold in the hand drill. Another kit was available and the components functioned properly. The procedure was performed without significant delay. The original kit that malfunctioned is available for return and evaluation.